Event description:
It was reported to philips that the x-ray shuts off prematurely due to tube current errors on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced and calibrated the x-ray tube and pc, and restored the system to operational status. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4)).